Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2009405. Medical device expiration date: 2025-08-31. Device manufacture date: 2020-08-31. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ flu+ syringe, 0.25-1 ml var dose, 23 x 1 foreign matter was detected in the fluid path. The following information was provided by the initial reporter: detected grey foreign material before injection.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2009405. Medical device expiration date: 2025-08-31. Device manufacture date: 2020-08-31. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ flu+ syringe, 0.25-1 ml var dose, 23 x 1 foreign matter was detected in the fluid path. The following information was provided by the initial reporter: detected grey foreign material before injection.

Event description:
It was reported while using bd¿ flu+ syringe, 0.25-1 ml var dose, 23 x 1 foreign matter was detected in the fluid path. The following information was provided by the initial reporter: detected grey foreign material before injection

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes, d9: returned to manufacturer on: 16-mar-2022 h6: investigation summary a device history record review was completed for provided material number 305832 and lot numbers 2009409 and 2009405. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. An entire shelf-carton of packaged syringes and one-hundred and ten unpackaged syringes were provided for evaluation by our quality engineer team. A 100% visual inspection was performed on each of the samples returned and no signs of foreign matter could be identified. Ten retained samples were also obtained for examination; however, no signs of defect were observed.

Event description:
It was reported while using bd¿ flu+ syringe, 0.25-1 ml var dose, 23 x 1 foreign matter was detected in the fluid path. The following information was provided by the initial reporter: detected grey foreign material before injection.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 305832 and lot numbers 2008435 and 2009405. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, ten retained samples from both reported lot numbers were obtained for evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect could be identified. If the affected sample becomes available for this incident or any potential future incidents.